Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed multiple unexpected pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The battery cap was fastened and then unscrewed half a turn with no reboots occurring. The ez prime steps were performed correctly and no power interruptions or duplicated alarms occurred. The product performed within specifications. The pump¿s cover was removed and there was no intermittent condition found to the power flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.